Manufacturer narrative:
Pieces of device broke off in patient. This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The yellow tip of the introducer broke and was separated when the physician peeled away the sheath. Parts of the device were already in the patient, so he had to remove it very carefully. The pieces were retrieved. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.